Event description:
It was reported on (B)(6) 2014, that a patient underwent an initial surgery on an unknown date due to an accidental shooting injury in the radius ulna. The surgeon at the time implanted a lcp dia-meta volar distal radius plate. While at work, the patient moved a heavy object and broke the plate midshaft. There is a 3 cm segmental defect where the plate broke. Patient experienced pain, discomfort and irritation when the plate broke. The patient returned for a revision surgery on (B)(6) 2014. Although the date of original surgery is unknown, revision surgery shows indications of healing. The surgeon removed the broken plate and implanted a 3.5 mm lcp metaphyseal plate. Surgery was successfully completed without surgical delay. The patient was fine after revision surgery. This report is for an unknown screw. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.